Event description:
The customer reported the system made a popping noise, and displayed a bad temp sensor. The customer turned off and then says hot housing problem began today, during a case, no injury, procedure completed on another machine.

Manufacturer narrative:
The service rep found and corrected loose connection on temp sensor. Tested system by rebooting with no errors and fluoring for 5 minutes. System operating as intended.